Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified circumflex artery. A 2.5 x 8 mm xience v was being advanced through the lesion against resistance when the hypotube separated. The separated portion was removed by pulling it back through the guiding catheter. Then a 2.5 x 12 mm xience v was being advanced to the lesion when the stent implant struts flared due to maneuvering of the catheter. After further pre-dilatation was performed another 2.5 x 12 mm xience v was successfully completed with another device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Device - against resistance. Concomitant medical products: guide wire: pilot 50, guide cath: launcher, sheath: terumo. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to cross the lesion/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.